Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced sensor glucose versus blood glucose differences with threshold suspend. His sensor glucose was 70 and blood glucose was 140 mg/dl. The customer was advised that his blood glucose and sensor glucose were not within acceptable range. The sensor will be replaced for analysis. The pump will not be replaced for analysis

Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.